Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h12h05016) with no issues noted.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. The lot number was provided, therefore a batch review will be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 4 of 6 on the home choice (hc). The technical service representative (tsr) explained the alarm and the home patient (hp) stated there was a leak in the patient line and the hp noted a small hole. The hp cycled the power to the se 2367 and the tsr assisted to retrieve the cassette. The tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.